Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a patient underwent an esophageal procedure. The physician performed a screening xray in preparation for an MRI. The x-ray showed a metallic object near the diaphragm. The physician believes this object could potentially be a retained bravo capsule previously placed. Additional information was requested via email.